Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving baclofen via an implanted pump. It was reported that the patient was in the hospital, intubated. The hcp reported that he thought "maybe the pump needs to be refilled." He did not know for sure there was a problem with the pump therapy, just that the patient was having some issues at the time of report. He reported that the patient may have had seizures and was currently intubated. The event date was noted as (B)(6) 2017. The physician refused to provide patient information.